Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer's blood glucose was 300 mg/dl. The customer got wet with his insulin pump on, but then the screen of the insulin pump got blank and he could not use it anymore. Customer reported that there was fluid under the display. The troubleshooting was performed for the fluid exposure. The customer was advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test. However insulin pump signal no power when battery tester was installed. Insulin pump was inspected and found moisture damage to the lcd display panel noted.